Event description:
The patient underwent embolization of a 70% stenosed lesion in the basilar artery. The procedure was completed without complication. Later the same day, the patient suffered a minor stroke due to occlusion of a perforator vessel in the same treated territory of the lesion. The physician determined the adverse event was procedure, not device, related. The patient was subsequently discharged with medication.

Manufacturer narrative:
Describe event or problem: corrected the type of procedure performed.

Event description:
The patient underwent angioplasty of a 70% stenosed lesion in the basilar artery. The procedure was completed without complication. Later the same day, the patient suffered a minor stroke due to occlusion of a perforator vessel in the same treated territory of the lesion. The physician determined the adverse event was procedure, not device, related. The patient was subsequently discharged with medication.

Event description:
The patient underwent angioplasty of a 70% stenosed lesion in the basilar artery. The procedure was completed without complication. Later the same day, the patient suffered a minor stroke due to occlusion of a perforator vessel in the same treated territory of the lesion. The physician determined the adverse event was procedure, not device, related. The patient was subsequently discharged with medication.

Event description:
The patient underwent angioplasty of a 70% stenosed lesion in the basilar artery. The procedure was completed without complication. Later the same day, the patient suffered a minor stroke due to occlusion of a perforator vessel in the same treated territory of the lesion. The physician determined the adverse event was procedure, not device, related. The patient was subsequently discharged with medication.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Based on the additional information provided by the user facility (lot number) the root cause of this investigation remains unchanged. The reported event was an anticipated procedural complication.